Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A patient stated that they received a m31 air detected in cassette message during fill four of five and cancelled treatment. Upon removing the supplies the patient noticed a fluid leak inside the cycler. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient was given prophylactic medication, vancomycin and levaquin. The patient has been able to continue pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.